Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure 3 handpieces presented no phaco power. No system message was displayed. Additional information has been requested but not received.

Manufacturer narrative:
Handpiece #1: the system was tested and found to meet product specifications. The company representative then tested the handpiece and found it to have poor phaco power. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on march 2, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming handpiece. Handpiece #2: the system was tested and found to meet product specifications. The company representative then tested the handpiece and no problem was found. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on march 2, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. Handpiece #3: the system was tested and found to meet product specifications. The company representative then tested the handpiece and no problem was found. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on february 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the event occurred on two occasions.